Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6fr. Device. When deploying the device, only one needle presented. The cardiologist encountered resistance when he attempted to back the needles down into the sheath. He removed the presenting anterior needle from the device. He did not determine by fluoroscopy the location or status of the posterior needle, but removed the device from the artery. Closure was attempted using manual compression, but hemostasis could not be achieved. The pt was taken to surgery for arterial repair. Surgery was successful and the pt recovered without incident. Field reports indicate the posterior needle was deployed and had deflected from the barrel. It was extended at a 90 degree angle away from the device and was held taut by the suture which appeared to be stalled in the device. The vascular surgeon reported that the arteriotomy did not require add'l repair. When removing the device, the posterior needle that was extended away from the device, had spliced an adjacent artery which required surgical repair. Surgery was successful and the pt recovered without further incident.